Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time.

Event description:
Consumer reported complaint for high and low blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with all results obtained. Customers sometimes had to squeeze finger after puncturing. Informed customer of proper testing technique. The expected fasting blood glucose test result range is 80-110mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. During the call a back to back blood test was performed by the customer and produced test results of e-2 and 176mg/dl fasting using meter. The test strip lot manufacturer's expiration date is 08/31/2020 and open vial date is march 2019. The meter memory was reviewed for previous test result history: (B)(6).